Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident. The customer was treated with soda for low blood glucose. The customer did not provide any information regarding symptoms of low blood glucose event. The customer stated that the they did received sensor updating alarm. The customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.